Event description:
Approximately 70 minutes into an uneventful treatment, the nurse administered medication through the medication port on the venous line. When the nurse withdrew the needle from the medication port, the port came out causing blood to squirt out of the tubing. It was reported that treatment was then stopped and ¿half" of the blood from the extracorporeal circuit was returned to the patient resulting in an approximate blood loss of 150 ml. Treatment was restarted with a new circuit and the patient discharged home following the completion of the treatment.

Manufacturer narrative:
The blood tubing set involved in the event was received incomplete. The plug and cap for the venous injection port was not returned. Therefore, it is not possible to examine the components to determine a root cause related to the detachment of the venous injection port during the treatment. The customer could not provide the correct lot number of blood tubing set used during the event but reports 3 lots onsite - lots: 1000081006, 1000094226 and 1000094225. (B)(4) retained samples from each lots reported on site were analyzed and no deviation or anomalies were identified. All retained samples were found conforming to manufacturer specifications. No other complaints were reported for these lot number. This is an isolated event.